Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: - female 61.4 kg (135 lb 4.8 oz) bmi: 24.74 name of index surgical procedure? - mesh sling the diagnosis and indication for the index surgical procedure? Stress incontinence - were any concomitant procedures performed? - *robotic* supracervical hysterectomy, bilateral salpingectomy, robotic mesh sacrocolpopexy, cystoscopy other relevant patient history/concomitant medications? - uterovaginal prolapse, complete mixed urinary incontinence uterine fibroids please describe the medical intervention performed including medication name and results. - on exam the provider noted: ¿there is filmy agglutination in the mid vagina from the anterior and posterior vaginal walls. This is not in the area of the mesh sling or proximal over the area of sacrocolpopexy. There was not mesh or suture erosions notes. The filmy adhesions were easily lysed with a finger and speculum. There was some spotting but no active bleeding. No scarring was noted.¿ premarin vaginal cream was prescribed to help with this issue. In the providers opinion, this is unlikely related to the device. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? - at this point in time, unknown. Patient is to return to clinic on 11/14 for repeat exam to see if there is any improvement with the use of cream. Product code and lot number? - lot #: 3944813 system, retropubic tvt exact sm-ndl - sn/a updated information received: adverse event term : vaginal spotting/ adhesions vaginal adhesions end date : blank 14 nov 2024.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild vaginal spotting/ adhesions was noted. Unspecified drug therapy was provided. The event has not recovered/not resolved and was reported as unlikely related to the study device, but probably related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the medical intervention performed including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.